Event description:
It was reported that during a gastrectomy procedure, the proximal part of the blade was broken off at the fourth or fifth actuation. The broken piece was retrieved and no piece was left inside the patient's body. Another device was used to complete the case. There were no adverse consequences to the patient. See scanned page. "It was an open procedure and the surgeon retrieved the broken blade, but we have no detailed information how it was retrieved."

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.